Event description:
Spontaneous call from patient stating she changed her cadd ext set tubing and she primed the pump and she saw large pockets of air. She was hesitant to attach the tubing, advised to switch tubing and reprime the line. Patient stated it's much better and there are only very tiny bubbles. Author advised patient to flick the cassette to break the bubbles and reprime. Patient stated the line looks normal now and continuous flow, infusion is running. No further questions or concerns. No lot number available, advised patient to hold onto tubing incase manufacturer wants it for inspection. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? Yes; did we [MFR] replace the product? No; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes. Reported to (B)(6) by pt/caregiver.